Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, no resistance was felt advancing the delivery system through the esheath+, but the valve frame was damaged. The delivery system and esheath were removed from patient as a single unit. After withdrawal, no damage was initially observed on the esheath. A second valve was used and successfully implanted. The patient did not suffer any injury and was in stable condition. As per pre-decontamination evaluation, it was observed that the esheath did not expand and the liner was torn.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. While the valve was crimped, valve crimped over the inflation balloon and one (1) strut bent at the inflow side was observed. Post-expanded valve observations were bent strut was corrected, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation as reported, ''during procedure, no resistance was felt advancing the delivery system through the esheath+, but the valve frame was damaged''. Per evaluation of the returned device, there was one bent strut at the inflow side of the crimped valve. In addition, esheath+ liner was torn and the liner and sheath shaft material could be observed bunched towards distal tip indicating that strut caught into the torn liner causing the reported bent strut. Although no unusual resistance was reported, it is possible that manipulation was applied on the device, which may create further interaction between the crimped valve and sheath's liner and shaft lumen components, contributing to the reported damage on the valve. As such, available information suggests that procedural factors (device manipulation) likely contributed to the reported event. However, due to insufficient information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.